Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that poor communication occurred due to a cable failure, and the image was not displayed. The cause of occurrence of the cable failure could not be identified. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. While using, hold the camera head, not camera cable and operate the endoscope. Never fix the camera cable using such as pean forceps. The camera cable could be disconnected. Never pluck the video connector holding the camera cable. Excessive force is applied to the camera cable and the camera cable could be disconnected". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head connector crack. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no cable image output at the cable section due to break in cable . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. In addition to the findings noted in section b5, the evaluation found the customer's allegation was confirmed. Device evaluation observed corrosion of connector electric contact ; cable buckling (twisting) of the cable part; damaged cable; head part free lock lever corrosion; head scope mount corrosion; and head part scope mount heavy operation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.